Event description:
In (B)(6), I started having some problems with air in the tubing. They were more than just bubbles, they were huge gapes of air in the tubing. The problem went away but started again in (B)(6). I thought, it could be the cartridge cap so I ordered a new one from animas. I had removed the pump until the cartridge arrived on tuesday, (B)(6) 2010. I put the pump back on, but late that evening, I started getting more air bubbles. I called animas for the first time that evening. We tried several things over the next several days, but the problem continued. On both thursday and friday, (B)(6), I woke up with my blood sugar in the 30's. On friday, (B)(6) the clinical mgr for (B)(6) left me a message that she had heard I was going to be in (B)(6) that day and she wanted to see if we could meet up so she could watch me fill the cartridge. When I returned her call, I went to her (B)(6) and I left a message that I felt something was seriously wrong with that pump because, it was not normal for me to wake up in the 30's. We ended up meeting at my doctor's office and agreed that I was changing the cartridge correctly. I also told her that my pump was always noisy, but the last week, it seemed even louder than normal. She pulled her pump out so I could hear how quiet it was. About an hour after, I got home, one of the people from animas working with me on the air problem called and said that they were going to replace the pump. I received the new pump on saturday, (B)(6). On sunday, (B)(6), one of the members of the animas pump group on (B)(6) started a post with some complaints about the ping. He had just recently switched to the ping from another pump. One of his complaints was that when the pump said the cartridge was empty, there was about 16 units of insulin left in the pump. I actually almost told him that he was wrong because, when my pump said that there was zero units of insulin left in the pump, my cartridge was totally empty. I decided to let the new pump run down to zero and discovered that he was right. I did not measure the insulin left with a syringe, but there was a little less than 20 units in the cartridge and appeared to be approx 16 units. This was my first pump and I was not aware that there was supposed to be insulin left in the cartridge. I know when I first started using the pump, I would fill the cartridge up and instead of showing there were 200 units in the pump, it would show 184, so it makes sense that there should be 16 units left. It was just not a connection I made before. After the new pump came, I had to re-adjust all my basal settings and my tdd went up by almost 10 units. I know that I was getting too much insulin with that first pump. I also had 2 very bad lows right after starting on the pump that both involved emts. The first one, I took a correction in the middle of the night, but I have no idea what happened the second night. My neighbors heard me screaming before I passed out and called 911. I also had a lot of bad, frequent lows with that first pump. Dates of use: (B)(6) 2010-(B)(6) 2011.